Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station was operational. A field service engineer (fse) ran the power subsystem test, and no hardware failures were detected with the power supply or backup battery. After checking the event log, only one instance of a critical kernel power failure was found. The issue might have been site related. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user informed anesthesia cart rlaor4 shutdown on the middle of operation and the screen just went blank. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.